Event description:
On (B)(6) 2012, the patient contacted animas and reported occasional high blood glucose (bg) excursions. The patient reported bg's ranging from 113 mg/dl to the 500's mg/dl with symptoms of nausea, shortness of breath, frequent urination, increased thirst and hunger. The patient informed customer support that she occasionally gives injections by syringe and/or changes out site if needed in response to the high bgs. At the time of troubleshooting, the patient denied any site issues and confirmed she was using supplies that were within their expiration date. Review of pump settings revealed that the patient was using default settings for I:c ratio, isf and bg target. The patient confirmed she did not program the advanced settings of her replacement pump to match the settings from her previous pump, nor did she call her hcp for the settings. The patient reported that her basal rates were correct and was using the same basal rate setting from her previous pump. Animas customer support advised the patient that default settings can affect the bg if not set correctly. The patient was advised to contact her hcp to obtain correct settings for I:c ratio, isf and bg target. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 02/15/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:testing was unable to confirm or duplicate the complaint during investigation the black box for the event on (B)(6) 2012 has been overwritten due to continued use of the pump and is no long available for evaluation. No defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specification. The review of the available black box and alarm history shows no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.